Event description:
It was reported that an unspecified quantity of unspecified elastomeric pumps were leaking from unspecified locations. The devices were prepared in the pharmacy service and the leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.